Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. H10: 0001822565-2016-03259-3, 0001822565-2016-03260-3, 0001822565-2024-02992-1, 0001822565-2024-02993-1, 0001822565-2024-03002-1, 0001822565-2024-02995-1, 0001822565-2024-02994-1, 0001822565-2024-02996-1, 0001822565-2024-02998-1, 0001822565-2024-03001-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Crf was provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2015- 1 year post operation moderate swelling, mild lateral tenderness, moderate pain. X-rays: ho anterior to the joint, ho posterior ankle limits rom impingement symptoms; (B)(6) 2017- 2 year follow up- pain reduced to mild; (B)(6) 2018- 3 year post operation ho seems to be resolved, moderate stiffness remains previously provided xrays/medical records were not sent for additional review as crf provided summary of the materials. Heterotopic ossification: the reported event of heterotopic ossification was determined to be unrelated to the reported event. Pain, range of motion, swelling: a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 00450004500, tm ankle tibial base size 5; lot#: 62279058 item#: 00450002500, talar component green size 5 right; lot#: 77003657 item#: 00450005500, prolong tibial insert sz 5 +0; lot#: 62208574 item#: 00493600703, locking one-third tubular plate 7 holes 94 mm length; lot#: 610632695 item#: unknown, unknown screw; lot#: unknown item#: unknown, unknown screw; lot#: unknown item#: unknown, unknown screw; lot#: unknown item#: unknown, unknown screw; lot#: unknown item#: unknown, unknown screw; lot#: unknown item#: unknown, unknown screw; lot#: unknown item#: unknown, unknown osteobond cement; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right ankle arthroplasty and right fibular osteotomy approximately nine (9) years and nine (9) months ago. Subsequently, approximately one (1) year later the patient being experiencing pain, swelling, limited range of motion, and radiographic imaging displayed heterotopic ossification of the anterior joint. Approximately, two (2) years and five (5) months later, the heterotopic ossification was considered resolved and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: medical products: item#: (B)(4), tm ankle tibial base size 5; lot#: 62279058n. Item#: (B)(4), talar component green size 5 right; lot#: 77003657. Item#: (B)(4), prolong tibial insert sz 5 +0; lot#: 62208574. Item#: (B)(4), locking one-third tubular plate 7 holes 94 mm length; lot#: 61063269. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. H10: 0001822565-2016-03259-2. 0001822565-2016-03260-2. 0001822565-2024-02992. 0001822565-2024-02993. 0001822565-2024-03002. 0001822565-2024-02995. 0001822565-2024-02994. 0001822565-2024-02996. 0001822565-2024-02998. 0001822565-2024-03001. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.